Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st device may have caused or contributed to the reported event. A CT scan revealed the mesh was infected and should be removed. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
07/31/2015: it is alleged by the patient's attorney that the patient underwent repair of a ventral hernia. As alleged, during this repair patient was implanted with an unspecified bard/davol ventrio st patch mesh. On or about (B)(6) 2019: a CT scan revealed that the mesh was infected and should be removed. Accordingly, patient is now scheduled to have the mesh removed sometime in (B)(6) 2019. As reported, patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. As alleged, the ventrio st mesh implanted in patient failed to reasonably perform as intended. The product therefore has to be surgically removed necessitating further invasive surgery to repair the very issue that the ventrio st mesh was intended to repair. The product thus provided no benefit to patient. As reported, patient has been injured and sustained past and future severe pain, suffering, disability, impairment due to the alleged defective ventrio st mesh.